Manufacturer narrative:
The sample has not been returned for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A report was received via medsun (B)(4) indicating per doctor's notes, an 18 g biopsy needle became "stuck" or lodged within a 17 g introducer needle during a biopsy of an abdominal mass. Both of the needles were removed from the patient and with some effort the 18 g needle was pulled from the introducer needle. The purpose of separating the needles was to recover the biopsy specimen. During separation of the needles, the biopsy needle punctured the skin of the anterior and distal left index finger of doctor. The puncture site was cleaned with alcohol and a bandage applied. In a follow up, it was reported there were no long term injuries or additional treatment required and the finger healed.

Manufacturer narrative:
Evaluation summary: a review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Manufacturer narrative:
UDI related data quality updates only.